Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, ¿patient came in (B)(6) 2024 due to leaking of PICC. The patient did not use any sharp objects near PICC and used appropriate size syringes for flushing. Partial catheter fracture (hole) between the suture wings and catheter connection. Replacement of PICC in patient was needed.¿ no other information was provided.